Event description:
The pump was returned for investigation. Investigation revealed the display screen faded, discolored and scratched. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed multiple power on resets or reboot conditions observed in black box on (B)(6) 2013. There were three battery compartment cracks observed, two in the thread area and a third from the bumper pad to the case seal. No evidence of moisture contamination found inside battery compartment. The battery cap is unable to tighten due to damaged cap threads and battery compartment crack. A power loss was observed. A test cap was used and was also unable to fully tighten. The test cap was able to tighten enough to allow for exercising. The pump was exercised for 24 hours. No power loss or low battery warnings were observed. The pump case was removed, no evidence of moisture contamination found inside pump. The display is faded, discolored, scratched and difficult to read. Investigators replaced faded display with test display and the test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. (B)(6).